Event description:
On (B)(4) 2014 - per (B)(4): on (B)(6) 2014: IV vascular nurse placing a mid-line catheter in the pt arm with ultrasound assistance. Wire became bent and unable to continue to treading device. Rn attempted to pull out entire product. Would not move forward of back. Finally able to pull out but 6cm of catheter sheered off and remained in pts arm. Diagnosis or reasons for use; long term medication administration. Second catheter used. Unk which affected pt. On (B)(6) 2014 - the catheter segment was in the muscle so the physician chose to leave the retained catheter segment in the pt.

Manufacturer narrative:
A lot history review (lhr) of reya1540 and reyc0468 showed no other similar product complaint(s) from these lot numbers. The MFR has received the sample and will be evaluated. Results are expected soon.